Event description:
The customer reported that there appeared to be carryover with the lh750 slidemaker. A pt sample was run on the lh750 hematology analyzer that had a high wbc (white blood cell) count (377.4 x 10^3/ul) with 99.0% blasts cells. The following specimen had a lower wbc count (6.1 x 10^3/ul) with instrument generated flags for cellular interference and review results. Both specimens had slides prepared by the lh750 slidemaker. The operator noticed 32% blast cells on the second slide but questioned this observation. He made a manual slide from the collection tube containing the second pt's specimen. No blast cells were seen on the manually prepared slide. There were no erroneous results reported outside of the laboratory. There were no report changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. A field service engineer visited the site on (B)(4) 2009, to evaluate the device. He performed service tasks (B)(4) (vacuum flushing procedure) and (B)(4) (service rep action needed to reduce slidemaker elevated carryover levels) and verified instrument performance. It was noted that the customer did not follow instructions from beckman coulter inc regarding the potential for elevated wbc carryover performance, that is, each laboratory must develop a protocol for repeat preparation of pt sample slides for situations where carryover of cells from a previous pt sample may have occurred.